Event description:
It was reported by service report that the bottom pin bracket was stripped out not allowing the cot to lock into the ambulance. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Pin bracket.